Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post-accelerated stress test 2- hour 15-minute 8500 ml simulated treatment was performed and completed without any failures or problems. During fill 1, the patient line was clamped and a patient line is blocked soft alarm occurred as intended. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b, within hp1, and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 after ending their pd treatment. The patient reported occasionally receiving patient line is blocked soft alarms during their drain of unknown phases of their pd treatment before the leak was discovered. The patient reported that they were able to complete treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient did complete treatment. The pdrn stated that the fluid leak was discovered while breaking down the cycler. The pdrn stated that the fluid leak was caused by a leaking cassette. The pdrn could not confirm where the leak occurred on the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set was discarded and is not available to be returned to the manufacture for evaluation. The cycler is scheduled to be picked and returned to the manufacture for evaluation.